Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.